Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen 120 mcg/ml at 40.49 mcg/day, fentanyl 2000 mcg/ml at 674.8 mcg/day, hydromorphone 2.9 mg/ml at 0.9784 mg/day, and clonidine 30 mcg/ml at 10.121 mcg/day via an implantable pump for non-malignant pain. It was reported the patient reported fever on (B)(6) 2017 for the past 6 days. The patient was administered tylenol on (B)(6) 2017. The right lower quadrant incision was oozing serosanguinous fluid/wound drainage/discharge at the hcp visit on (B)(6) 2017. There was wound drainage/discharge at the bilateral flanks on their visit on (B)(6) 2017 and the patient was sent to the emergency department for examination and treatment with IV antibiotics. On (B)(6) 2017, vancomycin and ciprofloxacin were administered. The seriousness was indicated as 'required in-patient or prolonged hospitalization'. There was increased pain in both incision areas. The clinical diagnosis was post-operative infection and wound dehiscence. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure (surgery/anesthesia). The event was considered ongoing and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's entire system was explanted and not replaced on (B)(6)2017. The outcome was updated to unresolved at time of study exit/death. Study closure. Additional information clarified that the patient's issue was unresolved as all enrolled products were inactive.